Event description:
Pt used an absorbent tipped applicator to self clean area around trach stoma. Reportedly some material from tip of applicator came off and became stuck inside of stoma. Device was not used with the FDA guidelines for intended use. No lot number or samples were provide for detailed investigation. Reviewed past inspection reports and found no problems with devices.